Manufacturer narrative:
(B) (4). (B) (4). Firing mechanism. Evaluation summary: the analysis results found that the 6tb45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forced resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review as performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a rectum procedure, the device would not staple and would not cut. Unknown how case was completed. There were no adverse consequences to the patient.